Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one introducer needle, guide-wire straightener, and one guide-wire were returned for evaluation. Gross, microscopic visual, dimensional evaluation and functional testing were performed. The investigation is confirmed for the reported guidewire break, and the identified stretched issue as the guidewire was unraveled proximal to the needle hub. The flat inner core wire appeared fractured. The round inner wire was noted to be protruding the coils of the guidewire. Also, the guidewire was pushed into the introducer needle but would not advance. The measurements of the outer diameter of the wire recorded during sample evaluation were slightly above specification but not considered definitely out of tolerance as manufactured as the procedure/use factors could have contributed to a tiny increase in width of the guidewire. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that: precautions: 1. If the guidewire must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needled from damaging or shearing the guidewire. 2. When the vein has been entered, remove the syringe leaving the needle in place. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the spring of the guidewire was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in procode and PMA/510k.

Event description:
It was reported that during a procedure, the spring of the guidewire was allegedly broke. There was no reported patient injury.